Event description:
It was reported by service report that the foot end lift motor was stuck at mid-height. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: lift sensor coil cord, lift power coil cable.